Event description:
It was reported the patient had been complaining of getting super-hot and feeling like their head was going to explode. The patient started feeling like this about 20 minutes prior to this report. The reporter stated the patient felt it yesterday and their head was real hot. The hot feeling was where the leads were. Two months prior to this report, the patient had fallen and did not feel anything. Nothing had changed and they had not had any issues recently. The patient had contacted their healthcare professional (hcp). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. Refer to manufacturer report #3004209178-2015-05561.

Manufacturer narrative:
Concomitant medical devices: product ID: 3387s-40, lot# va0mqlu, implanted: (B)(6) 2014. Product type: lead. Product ID: 3387s-40, lot# va0mqlu, implanted: (B)(6) 2014, product type: lead. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3387s-40, lot# va0mqlu, implanted: (B)(6) 2014, product type: lead. Product ID: 3387s-40, lot# va0mqlu, implanted: (B)(6) 2014, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2014. Product type: extension. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).